Event description:
Puddle of lipids was noted on the floor underneath the IV pump. Upon inspection a leak was noted in the tubing just below the blue adapter where the tubing enters the pump.the infusion was stopped and discontinued and new bag of lipids was ordered from the pharmacy.